Event description:
It was reported that during a follow-up, low sensing and high capture threshold were observed. The lead impedance was stable. The patient will be scheduled for a follow-up visit in the next few months. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.